Manufacturer narrative:
The issue in cer 82115 is deemed as a reportable event since the malfunction which logs different tfs and switches to ambient mode during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device. Showed many tfs during ventilation was due to a defective vu mainboard within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. During treatment, ventilation stopped, alarms where generated. Audible alarm generated. The patient could be ventilated with another ventilator. Patient was kept unharmed. No injuries to the patient occurred. The allegation in cer 82115 was confirmed to be a complaint no further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in cer 82115 as it will be deemed as a reportable event.

Event description:
During treatment, ventilation stopped, alarms where generated. Audible alarm generated. The patient could be ventilated with another ventilator. Patient was kept unharmed. No injuries to the patient or the operator occurred.